Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of air injected into the coronary arteries. Reportedly, during a cardiac catherization "microbubbles" were noted in the coronary arteries under fluoroscopy. There were no reported adverse patient effects, and no medical interventions were required. Though requested, no additional information was provided.